Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Plastic slide is cracked. Instrument was found in a returned loan kit. This case has been reported by the loan kit technician during loan kit inspection.

Manufacturer narrative:
Conclusion and justification status: the investigation confirmed that the locking catch had cracked. A design change has been implemented for the locking catch under eco-193427. The complaint shall be closed with a justified conclusion it will be entered into the complaint database and monitored through trend analysis.